Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer patent foramen ovale (pfo) occluder and a 8f amplatzer torqvue delivery system were selected for procedure. During deployment a cobra deformation of the 25mm amplatzer pfo occluder was noted via fluoroscopy. The amplatzer pfo occluder had been sized using transesophageal echocardiogram examination. The amplatzer pfo occluder was rotated counter-clockwise 1/8 of one turn to facilitate device release upon deployment per instructions for use. There was no interaction with cardiac structures and no kink or angulation noted in the delivery system. The decision was made to recapture the amplatzer pfo occluder and remove both the amplatzer pfo occluder and the delivery system. A 30mm amplatzer pfo occluder was then successfully implanted using a 9f amplatzer torqvue delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. The patient was stable at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. The investigation confirmed the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to the labeling design or manufacturing of the device.